Event description:
During a laparoscopically assited vaginal, the instrument handle broke and the instrument did not fire. The surgeon applied another device. The hosp has reported that no pt injury occurred.